Event description:
Clarification: the retaining lugs were broken during a training class. There was no described patient harm.

Manufacturer narrative:
Investigation: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: without further knowledge about the circumstance it is possible, that the surgeon spread the downtube incompletely with the removal key and that the catch may have broken off; see instructions for use (IFU), hints for removing the downtube from the pedicle screw. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based on the investigation results, a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sz378r - ennovate mis downtube short. According to the complaint description, the tip of the device broke. There was no described patient harm. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4). .